Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high impedance, and short v-v (ventricle-ventricle) intervals were detected. A lead fracture was confirmed. It was noted that several months prior the lead was confirmed as failed and therefore the ICD (implantable cardioverter defibrillator) detections were turned off at that time. The patient was then admitted for open heart surgery in october and at that time a cut in the lead insulation was observed near the area of the suture sleeve prior to lead extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.